Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the false upstream occlusion alarms and determined root cause to be fluid intrusion and contamination in the upstream sensor assembly. The upstream sensor assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when no occlusion was present. It was also reported that there was no patient injury.